Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010. The device functioned as intended upon first use. Then the locking plate of the reservoir was too tight to be locked when the surgeon tried to reactivate it. The surgeon exchanged it for another like device with no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.